Event description:
The medwatch form states while the patient was sitting on the shower chair getting her hair washed, the chair slowly collapsed to the floor. No injury is alleged.

Manufacturer narrative:
The manufacturer of this device is unknown.